Event description:
The following has been reported: biomed reported: pump (B)(6) has unresponsive touchscreen, pump was cleaned and reset and still unresponsive. A preliminary review identified the following issue: mechanical hardware failure (screen, no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for the touch screen not recognizing touch inputs. This was confirmed as the pump was not able to be provisioned. The pump was opened and it was discovered the touch screen input cable was not plugged into the main board. The latch was in the closed position so the cable most probably backed out over time. The plug was re-seated and the connection was confirmed to not be loose. The touch screen was fully functional after the wires were plugged in. Additionally, it was found the pneumatic plate has two crushed screw bosses. No other damage was identified.